Event description:
It was reported that during a trial procedure as the physician was placing the lead in and out of the needle, the lead snagged the tip of the needle and one of the contacts ripped off the lead and was left in the tissue of the patient. The trial was then aborted.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes that the reported event was confirmed. Damage found on the lead is likely due to the user not following the instruction on how to how to use the insertion needle.

Event description:
It was reported that during a trial procedure as the physician was placing the lead in and out of the needle, the lead snagged the tip of the needle and one of the contacts ripped off the lead and was left in the tissue of the patient. The trial was then aborted.